Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation exposing the outer coil at 23.8 cm to 24.0 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.